Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. All operators involved in the processing of the units were trained on their respective work instructions.

Event description:
Difficulty re-wrapping. Had to remove sheath and pull balloon through for 7mm x 6cm.

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. All operators involved in the processing of the units were trained on their respective work instructions.

Event description:
Difficulty re-wrapping. Had to remove sheath and pull balloon through for 7mm x 6cm.